Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 5.4mmol versus 13.0mmol meter to lab. Tests were done within 15 mins with a difference of 59%. Pt did not experience any adverse events. No further info has been reported.